Manufacturer narrative:
The delivery device was requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the insertion of an ao60g iol the delivery device ((B)(4)) cracked, causing the lens to get stuck in the incision. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of same model and diopter was implanted successfully. Please reference MDR#: 1119279-2012-00159 for the intraocular lens.